Manufacturer narrative:
Report was initially submitted on february 26, 2015. Advised by FDA on august 14, 2020 to resubmit medwatch. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail - advanced procedure the surgeon was unable to advance the set screw in the top of the nail. The nail was removed and this delayed the case approximately 15 minutes. The nail and lag screw were replaced with other devices, from the similar, older trochanteric fixation nail system. This is report 2 of 2 for (B)(4).